Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.037.027s; 10mm/125 deg ti cann tfna 360mm/left ¿ sterile; lot number: h309053 (sterile); manufacturing date: march 03, 2017; expiration date: february 01, 2027; lot quantity: 4 work order traveler met all inspection acceptance criteria. One piece scrapped in cell at mill ID for a bad counterbore and one piece was scrapped in-cell at mill distal holes, for bad hole location. Final lot quantity was four. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria (apart from the 2 pieces scrapped in-cell, as noted). Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. Sterilization control number (scn) 13494 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part: 04.037.912.2; lock prong 125 degree, tfna, bp55; lot number: l237940; lot quantity: 96 purchased finished goods traveler met all inspection acceptance criteria. Part: 04.037.912.4; wave spring, shim ended, bp55; lot number: h045967; lot quantity: 1,001 work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.912.3; tfna lock drive, bp58; lot number: h245584; lot quantity: 80 work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part:21127; timoagri16.00, bp80; lot number: h152592; lot quantity: 2,891 lbs. Certificate of analysis received from metalwerks pmd was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Flow: broken visual inspection: the tfna fem nail ø10 le 125° l360 timo15 was received at us customer quality (cq) broken at the hole proximal to the etched part number. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the inner diameter of the head of the nail, measured 10.01 mm and the outer diameter measured 15.68 mm. This is within specification of 10 mm ± 0.05 and 15.66 mm ± 0.1 respectively, based on drawing. Document/specification review: the following drawings were reviewed; - ti cannulated trochanteric fixation nail ¿ advanced 125 deg - ø 10 mm ti cannulated trochanteric femoral nail ¿ advanced 170 mm & 200 mm raw material receiving/putaway checklist met all inspection acceptance criteria. Conclusion: the complaint condition is confirmed as the tfna nail was received broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added to device history record: manufacturing location: monument device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date is unknown. Initial report is synthes sales representative. (B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, three (3) trochanteric fixation nail (tfn) implants broke. These involves a tfn nail and two locking screws. Patient and surgical outcome is unknown. This report is for one (1) tfna nail. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.